Event description:
It was reported that the pump exhibited an error code and displayed a red screen. No patient injury was reported.

Manufacturer narrative:
A device history record review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. Product sample was received, but not yet evaluated. No visual and functional testing has been performed. The reported issue could not be confirmed as the product sample has not yet been evaluated. Operator of device is unknown. No information has been provided to date.

Manufacturer narrative:
H10: device evaluation: one pump sample was received at manufacturing. Visual and functional evaluation was performed on the returned sample. Visual inspection confirmed that the device was received with the tamper seal all intact. Functional evaluation included non-destructive analysis of the pump. When powered up, the device displayed a constant alarm error code. Results: the customer reported issue of displaying red screen error code problem was duplicated during the course of the investigation. Root cause of the reported event would be attributed to a defective microprocessor unit board which has been replaced. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during review of the service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: d4: correction: catalog number: 21-2120-0104-01.